Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in an ambulance, on the way to the hospital. The cause of death was low blood glucose. The caller stated that the customer was on medicine that caused nausea and the customer was unable to hold down food. The caller did not know the customer's blood glucose at the time of death; it was too low to read on the meter. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that they no longer have the insulin pump.